Manufacturer narrative:
(B)(4). Date sent: 10/7/2024. Photo analysis: this is an analysis of three photos submitted for evaluation. During the visual analysis, the following was observed: the photos show a blue reload with lot number 728c79 and four protruding staples on the proximal end were observed. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. D4: batch #unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure when using the second one, you can hear the activation. According to the surgeon, it advanced until it was halfway through the reload and stopped. The reverse button is activated. The surgeon opens the jaw of the gun and there is no damage or injury to the intestine. The reload is removed, the tip of the gun is cleaned again and a new reload is placed, which is immediately activated without incident. The procedure was not delayed due to the reported event and was successfully completed without any patient consequence.